Event description:
It was reported that once the bravo ph monitor capsule deployed from the delivery system the handle broke. The capsule remained attached to the esophagus. No injury to the patient was reported.